Manufacturer narrative:
Tech support identified that the cause of the issue is user error due to lack of lack of maintenance / filter exchange.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The log shows blower related alarms together with no o2 dosing possible. At this time, the suspect device/component will be evaluated.

Event description:
The customer reported alarm 316 - blower failure. At this time, there is no information regarding patient involvement.